Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 5089937. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date) was captured and addressed appropriately. Investigation summary: no samples (were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 5089937. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were on packaging. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 1.0ml 31ga 8mm ufii 10bag 500cs was missing label content. The following information was provided by the initial reporter: "it was reported that the consumer could not find an expiration date on his box of bd insulin syringes. Also, the trademark date on the box was from 2013 and consumer was advised that they were expired. Verbatim: consumer initially called in regards to sharps and lancet disposal however, consumer also stated he could not find an expiration date on a box of his bd insulin syringes. Stated the trademark date on the box is 2013. Advised consumer that the syringes are expired. Consumer has not used the expired syringes. Lot #: 5089937. Catalog#: 328418. Date of event: unknown. Samples available: no."